Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015 their receiver would not turn on. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it was found in good condition. A global receiver functional test was performed on the receiver and found not failures related to customers complaint. Receiver's data logs were downloaded and reviewed, finding a hardware error. Based on the finding of a hardware error this is being reported. The complaint was confirmed. The root cause was determined to be a hardware failure post investigation.